Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered due to high rate non-sustained episodes and short v-v intervals on the right ventricular (rv) lead. High thresholds and noise were also observed. The rv lead was suspected to be fractured. The lead was programmed off and remains in the patient. No patient complications have been reported as a result of this event.